Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon inflation at 10 atmospheres. The procedure was completed with another of the same device. There was no patient injury.